Event description:
It was reported that during patient follow up, noise was observed on the atrial channel. The electrical parameters were in range, hence the noise issue was unaddressed. The patient's condition was good.

Manufacturer narrative:
(B)(4).